Manufacturer narrative:
User facility report: (B)(4) was received 19oct2021. Section g4: the date received by the manufacturer was incorrect in the initial report. The correct date was oct 19, 2021, not oct 21, 2021. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 (hm3) left ventricular assist device (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. A specific cause for these events could also not be determined. Heartmate 3 lvas serial number (B)(6), was not explanted for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Section 1 "introduction" of the heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) lists the adverse events that may be associated with the use of the heartmate 3 left ventricular assist system, including bleeding, cardiac arrhythmia, and death. Section 6 ¿patient care and management¿ (under "anticoagulation") provides information regarding anticoagulation, including recommended international normalized ratio (inr) values, and the suggested anticoagulation modifications in the event there is a risk of bleeding. Section 6 also notes that changes in patient conditions can result in low flow. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient's first of two falls occurred on (B)(6) 2021.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient presented to the emergency department after a fall on (B)(6) 2021. Shortly after arrival, the patient was found to be obtunded with melena concerning for gastrointestinal (gi) bleeding. The patient's clinical status continued to deteriorate over the following day with persistent multifocal bleeding in the setting of obligatory anticoagulation for the lvad. Later that evening, the patient became bradycardic and lvad flow dropped precipitously. Despite chemical resuscitative efforts, she progressed to agonal breathing followed by asystole with cessation of spontaneous respiration. Per patient and family wishes, chest compressions and mechanical ventilation were not attempted. It was reported that the patient passed away on (B)(6) 2021. The patient received a platelet infusion on (B)(6) 2021 for 28k platelet count. The patient's arrival in the hospital and subsequent symptoms were complicated by patient's physiology, and sequelae from advanced multiple myeloma and chemotherapy for it - the two recent falls, rising inr from 1.8 to 5.2 despite conservative inr management, and the patient's progressively poor cognition and concern for gi bleeding.